Event description:
It was reported that the patient experienced heat and a burning sensation at the implantable neurostimulator (ins) pocket. The physician did not think this was due to an allergy. The patient had a blook exam, and the white cell count and erythrocyte sedimentation rate were high. It was reported that the patient sometimes had difficulty recharging the system with only two of the squares black. The impedances were said to be ok, and the patient stated they never saw the temperature icon on their external devices. The manufacturer representative later reported that the patient¿s symptoms resolved and they are receiving effective therapy.

Manufacturer narrative:
(B)(4).